Manufacturer narrative:
The device was not returned for evaluation. Based on the absence of lot and catalog information of the products used during the retrospective evaluation between january 2000 and june2012 it is unable to identify the manufacturing time frame to be reviewed and therefore, was not possible to perform the DHR review and event/nc/CAPA/scar history review. The reported condition is unconfirmed. Thus, the root cause of the reported condition is undetermined. (B)(4).

Event description:
Clinical neurology and neurosurgery (2014) published the "surgical outcomes after posterior fossa decompression with and without duraplasty in chiari malformation-I". The aim of the study was to evaluate the results of surgically treated patients for cm-I with and without syringomyelia; using a extradural dura-splitting and intradural intraarachnoid techniques. Methods: a retrospective review of the medical records of all the patients between jan2000 and jun2012 undergoing posterior fossa decompression (pfd) was conducted. Symptomatic patients with tonsillar herniation greater than or equal to 3mm below the foramen magnum on neuroimaging, and csf flow void study demonstrating restricted or no csf flow at the craniocervical junction, were offered surgical treatment. In patients without syringomyelia, extradural decompression with thinning of the sclerotic tissue at the cervicomedullary junction and splitting of outer dural layer was performed. In patients with syringomyelia, the dura was opened and an expansile duraplasty was performed. The mean age of 8 males and 34 females was 33.8 years (range, 16¿58 years). Fascia lata was used for duraplasty in the earliest patients in the study(3/12). For patients operated later on in the study, occipital pericranial graft was used in 3/12 patients and artificial dura (duragen, gore-tex) was used in 6/12 patients. All the patients were admitted to neurosurgical ICU postoperatively. All the patients had a postoperative follow-up visit at 4 weeks, with subsequent follow-ups scheduled at 6 months and 1 year after surgery. Complications: the overall complication rate was 12% (5/41) ; four of the 12 patients in duraplasty group had surgical or transient neurological complications. Overall, surgical complications developed in 3/41 patients. Two patients developed wound infection; one was in the duraplasty group and the other in the non duraplasty group. Both patients were treated by wound irrigation and debridement. Another patient in duraplasty group had csf leak. Two patients had transient neurological complications; one patient had speech disturbance and another had blurred vision. Both patients improved prior to discharge. The use of duraplasty and longer duration of preoperative symptoms were associated with the occurrence of complications. Conclusion: the present study reports favorable surgical outcomes with the extra-dural decompressions of the posterior fossa in patients cm-I without syringomyelia. For patients with syringomyelia and history of prior pfd, intradural intra-arachnoid decompression is required. The prior history of decompression was associated with unfavorable outcomes. The use of duraplasty was associated with longer duration of hospital stay and higher complication rate. Further large cohort prospective study is needed to provide any recommendation on the indication of intra or extradural decompression for a given cm-I patient.